Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Dysfunctioning of the biliary stent. Impossible to release it in the biliary tract. The delivery system stops during the procedure.

Event description:
No patient injury. Dysfunctioning of the biliary stent. Impossible to release it in the biliary tract. The delivery system stops during the procedure.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Importer site contact and address: (B)(6). Importer site establishment registration number: (B)(4). Device evaluation: upon evaluation of the returned device, it was found that there were kinks on the proximal end of the flexor. The stent was partially deployed by approx. 2cm. The button was observed to be in a neutral position and the trigger could not be compressed. The button had to be pressed in order for device to be in deployment mode. The stent was deployed but resistance was felt until the flexor was stretched out (to overcome the effect of the kinks). The device did deploy but could only be partially retracted. Engineering believe that due to high forces required during the procedure, the button may have popped back into the neutral position. After three activations a noise was heard within the handle while conducting the lab evaluation. In activation of the trigger, the gears were broken in the lab only. This was confirmed as on dismantling the device the gears were found to be broken, where a yellow gear with 2 broken teeth were found. Customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be kinked at the proximal end during the lab evaluation. The following additional information was provided: was the directional button fully engaged? I don¿t know 2. Did the red cursor move when the trigger was pressed? No 3. Did the red cursor stop moving once the delivery stopped? Yes 3. Were any cracking/popping sounds heard from the handle? I don¿t know 4. Was the stent partially deployed? No 5. How much resistance was felt during the procedure, during actuating? I don¿t know 6. Did the user attempt to retract the stent? No root cause: the device was returned for evaluation and a possible cause for the issue (unable to release stent), occurring was a build-up of resistance within the device caused by kinks in the proximal flexor. Document review: prior to distribution all (B)(4) devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for (B)(4) device of lot number c1456039 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1456039; upon review of complaints this failure mode has not occurred previously with this lot # c1456039. IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: no adverse events were reported as a result of this occurrence. The procedure was completed by placing another stent. Customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be kinked at the proximal end during the lab evaluation. Complaints of this nature will continue to be monitored for potential emerging trends.